Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed antenna coil breaks and several broken electrode wires at the fantail region. System lock is lost while manipulating the antenna. The electrode condition and the no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection revealed antenna coil breaks and several broken electrode wires at the fantail region. System lock is lost while manipulating the antenna. The electrode condition and the no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis of the electrode revealed evidence of fatigue breaks. The residual gas analysis result was above the limit for nitrogen, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device had broken antenna coil wires. In addition, the photographic imaging inspection and scanning electron microscopy analysis revealed broken electrode wires in the fantail region. Corrective actions were implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.